Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery life was less than expected. Reportedly, the issue persisted with multiple batteries from different packs. It was reported that moisture was evident in the battery compartment with no damages to the compartment or cap noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: on investigation, the alleged battery life issue was not duplicated during the evaluation while the reported moisture intrusion was verified. Review of black box data found low battery warnings as a result of normal use. Battery compartment crack was found to the side of the pump at the case seal. Moisture intrusion was evident inside the battery compartment and on the underside of the battery cap. Battery compartment leak was demonstrated during a leak test. A leak test showed a leak where the crack was located. Using the returned battery cap, the pump to power up to the verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. The rewind/load/prime sequence and 24-hour basal exercise were executed without incidences. The electrical current draws were within specifications. The pump casing was opened and no intermittent conditions or evidence moisture intrusion was found internally. (B)(4).